Event description:
It was reported that this pacemaker exhibited undersensing on the ventricular channel. Technical services (ts) was consulted to determine if the undersensed signals were true, and confirmed the signals appeared where a true signal likely would. Ts recommended bringing the patient in to further measure the signal and increase system sensitivity if possible. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.